Event description:
Spontaneous call from patient calling in to report that last altera set did not include the power cord that she needed. Not reported if patient missed any doses or had any side effects. Unknown if product on hand for return. No lot number or expiration date provided. No further information. Reported to (B)(6) by: patient/caregiver.